Event description:
Customer reported medication leaked onto the floor and did not infuse into the patient. This caused a delay in medication administration (time sensitive med due to timed drug levels)." Set was attached to the patient at the time of the event. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.